Event description:
Same case as MDR ID # 2134265-2015-04857. It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: corrected from : a visual and tactile examination found no issues with the hypotube shaft profile. Corrected to: a visual and tactile examination found multiple kinks along the hypotube shaft. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-04857. It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the crimped stent found stent struts along the distal portion of the stent was damaged, distorted and stretched distally out over the distal tip of the device. The crimped stent outside diameter (od) at the undamaged proximal portion of the stent was measured within the profile specification. Based on the analysis, the type of damage evident & the complaint report; it is likely that resistance occurred during advancement through a kinked guide catheter with subsequent damage occurring to the crimped stent during a withdrawal attempt from the point of resistance. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-04857. It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Device is a combination product